Manufacturer narrative:
There is no suspicion of any infection and the patient reports no excessive physical activity after the implant. Surgical wound dehiscence is a known inherent risk of invasive procedures. Rejection of devices is also a known inherent risk of implantable components. It is unknown if the body was rejecting the device and pushed it through a weakened area of the skin, or if the puncture site opened first and allowed the implanted component a path to migrate outward.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. During a post-operation wound check on (B)(6) 2024 the patient was found to have the distal end of the implanted lead protruding through the skin at a surgical needle puncture site. The exposed lead was surgically explanted on (B)(6) 2024. The implantable pulse generator (ipg) was left implanted in anticipation of placing a new lead at a later date.